Event description:
It was reported that before use the device was found to have had rust inside. It was stated that the event occurred on november 8th at approximately 8:59 pm. Discovered by anesthesia technician.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found rust contamination inside the enclosure and water tank. There were also calcium deposits on the interlock block on the inside of the enclosure and deposits on the elbow from the pump to the enclosure. The pcb had an over temp led that did not light, the pole clamp was discolored, the front cover had multiple scratches, and the quick connect was corroded. During the functional testing, it was confirmed that the unit was contaminated with rust and calcium deposits. The probable cause is improper solution used in the circulation cycle causing the heater and the pump to become contaminated with rust. The enclosure and the water tank were cleaned, and the heater and pump were replaced. Additionally the pcb, pole clamp, front cover, water tank cover, interlock block, quick connect, o rings and reservoir gasket were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).